Manufacturer narrative:
(B)(4). Conclusion: the suspect device was serviced by a carefusion certified 3rd party service technician. The service technician replaced the turbine and has shipped the component back to carefusion's failure analysis lab for evaluation. At this time, carefusion has not received the shipped component.

Event description:
The customer reported that the "turbine is not rotating." The customer has reported no patient involvement with the device.